Event description:
It was reported that a patient, (B)(6) male, underwent an ischemic ventricular tachycardia (isvt) procedure with a thermocool® smarttouch® bi-directional navigation catheter and deceased. It was noted by the physician that the patient had a medical history that may have contributed to this event. During the procedure, the patient¿s rhythm converted to a hemodynamically unstable ventricular tachycardia which led to hypotension. Intracardiac echocardiography (ice) showed that there was little to no movement in the cardiac wall. An attempt at resuscitation was made, including chest compression and cardioversion. After 45 minutes, the physician requested that all life saving measures stop. The patient expired. The physician¿s opinion regarding the cause of this adverse event is that this is possibly procedure related and noted that this event appears to be related to the patient¿s medical condition. The complaint product has not been returned, so no device failure analysis can be currently performed.

Manufacturer narrative:
(B)(4). It was reported that a patient, (B)(6) male, underwent an ischemic ventricular tachycardia (isvt) procedure with a thermocool® smarttouch® bi-directional navigation catheter and deceased. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 and the catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Finally, a deflection test was performed and the catheter passed. The catheter passed all specifications. The root cause of the patient expiration remains unknown. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 1-carto 3 system: ser# (B)(4), mod# m-4800-01; 2-stockert generator: ser# (B)(4), mod# unk; 3-cool flow pump: ser# (B)(4), mod# m-5491-02; 4-smart touch catheter: cat# d-1327-05-s, lot# 16100002m; 5-decanav catheter: mod# d-1285-02-s, lot# 15973295m; 6-decanav catheter: mod# d-1285-02-s, lot# 15902110m; 7-soundstar catheter: mod# m-5723-15, lot# OEM. (B)(4).